Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. Unable to perform the basic occlusion, occlusion and prime tests due to loose drive support disk.

Event description:
It was reported that drive support cap is protruded. Customer has pushed it back in. Customer's blood glucose reading is 87 mg/dl. Advised customer not to manipulate or push on the drive support cap while connected. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.